Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump down arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's screen was scrolling without input. The customer removed the battery, leading to the battery out limit alert. Customer's blood glucose was 108 mg/dl. The customer could not recall any significant events leading to the keypad issues. No additional information provided.